Event description:
The international customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) and the data acquisition pcb to motor controller pcb cable were returned to the manufacturer for failure investigation. The customer returned gds and da to mc cable was installed in an fi test ventilator. During repeated power-ups and operation the cable was flexed. On several occasions e/c 1007, 100a, 110e, 1127, 1208 were observed. The intermittent failures were traced to the connector springs on one da to mc cable connector that were opened significantly more, reducing the reliability of the electric connection. After replacing the cable no more errors were observed during startup and operation. The pressure accuracy test was performed and passed.